Event description:
Sensor showed brief error twice during night read very low fingerstick 177 sensor 59. Took carbs with initial reading. Similar poor readings 3 weeks ago constantly low readings on sensor. Constant low readings on sensor. Fingers ticks normal or high.